Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported cannula sensor fault was confirmed but not replicated. In system logs, 1162 error was found indicating ac magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm4, confirming the fault occurred in the field. A visual inspection found no issues related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. As a result of these findings, failure analysis concluded that the axes controller spar connector (acsc) printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure the site contacted intuitive technical support engineer (tse) to report a cannula sensor fault. The site was unable to resolve the issue with troubleshooting and swapped out to another da vinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the reported problem. The fse reproduced the issue and replaced the universal surgical manipulator (usm) 4 to address cannula sensor failure. The usm has been received by isi, for failure analysis testing, but the testing has not yet been completed.